Manufacturer narrative:
No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump had a cracked belt clip slot, broken reservoir tube lip and scratched display window.

Event description:
Customer reported a motor error on her insulin pump. She stated she would get the alarm last week and just change out the battery, resolving the issue. Customer's blood glucose was 118 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. Customer is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).